Manufacturer narrative:
Additional information: g3, h3, h6. (Device not returned) the most likely cause for the reported event is a failing light engine.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 09/20/2023, it was reported by a sales representative via sems(B)(4) that an ar-3200-0021 ccu was producing light sources that kept going out. This occurred during a case which was completed using the ccu with a few complications. There was no patient effect reported.